Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is only getting 9 centimeters on the amplitude and low source gas light on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite to evaluate the device. Field technician replaced all parts from 12k preventive maintenance kit. Also replaced 3 ohm driver. Device also due for 7 yr preventive maintenance. Replaced driver power module, calibrated airway pressure transducer and dynamic displacement indicator board. Also calibrated pneumatics. Ran performance check. Unit passed all test and runs according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.